Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported they were wearing the ilet system and experienced a low event that led to hospitalization. Their bg dropped from 77 to 56 mg/dl. The patient lost consciousness for approximately 40 minutes as well as fell and injured their shoulder. The patient was treated in the ER and released the same day. The patient went back on the ilet.